Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient suffered a pneumothorax a few hours after this right ventricular (rv) lead was implanted. Additional information reported a physician perforated the subclavian vein while trying to gain access during the implant procedure, leading to the pneumothorax. The patient received a temporal chest tube to resolve the issue. The entire system remains in service. No additional adverse patient effects were reported.